Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 02-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing chronic pelvic pain. She also reported continous ovarian cysts, chronic inflammation of appendix, and chronic inflammation of gall bladder. She underwent salpingectomy and essure removal. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure, while the remaining events are unlisted. Pelvic pain may occur after essure insertion. In the present case the consumer had ovarian cysts which could be an alternative explanation for the pain. However, given the positive temporal relationship and considering that the pain resolved after essure removal, a contributory role of essure cannot be excluded. Regarding events ovarian cysts, chronic inflammation of appendix, and chronic inflammation of gall bladder, considering the pathophysiology of these events as essure local effect in the fallopian tubes, causality was assessed as unrelated. This case was regarded as incident due to required intervention (salpingectomy and essure removal). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4)). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2006. Consumer reported that after insertion she started experiencing chronic pelvic pain along with continuous ovarian cysts. She removed her left ovary due to the cyst. She also performed cholecystectomy due to chronic inflammation and appendectomy also due to chronic inflammation. Finally she had both of her tubes removed. All of her chronic pain and inflammation disappeared after essure removal. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started experiencing chronic pelvic pain. She also reported continous ovarian cysts, chronic inflammation of appendice, and chronic inflammation of gall bladder. She underwent salpingectomy and essure removal. These events were considered serious due to medical significance. Pelvic pain is a listed event in the reference safety information for essure, while the remaining events are unlisted. Pelvic pain may occur after essure insertion. In the present case the consumer had ovarian cysts which could be an alternative explanation for the pain. However, given the positive temporal relationship and considering that the pain resolved after essure removal, a contributory role of essure cannot be excluded. Regarding events ovarian cysts, chronic inflammation of appendice, and chronic inflammation of gall bladder, considering the pathophysiology of these events as essure local effect in the fallopian tubes, causality was assessed as unrelated. This case was regarded as incident due to required intervention (salpingectomy and essure removal). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.